Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the physician felt that the cutting wire was not sharp enough to cut as usual, despite using he same equipment settings. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician felt that the cutting wire was not sharp enough to cut as usual, despite using he same equipment settings. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be bent and melted. Visual evaluation of the returned device found that the working length was bent and the extrusion was melted at the distal pierce hole. A functional evaluation found that the wire's resistance and ability to conduct current were within specifications. The cut wire was found to be intact without any issues. Testing of the device found it met specification with respect to electrical performance, therefore, the most probable root cause for the customer complaint is not confirmed. The device history record review confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.